Event description:
Reference number (B)(4). Event occurred in france. It was reported that patient faced infusion set cannula become elbow shape that is kinked event on (B)(6) 2024. The infusion set was in use for 4 hours. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.